Event description:
Device was reportedly found operating in nominal mode during a regular follow-up.

Event description:
Device was reportedly found operating in nominal mode during a regular follow-up.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.